Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings and hospitalization. The customer's blood glucose level was 2 mg/dl. The customer stated that she connected the pump to her and received a no delivery alarm. The customer reported that last saturday, she was hospitalized due to low blood glucose and she went into a coma. The customer was advised to do a complete infusion set change and return the set. The customer will call back for further assistance.